Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-jun-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (5 mg/ml at 1.6 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient was complaining of not getting relief. The expected pump volume at refill was 3.3 ml, but the physician removed 17 ml. It was noted that there was no trauma or event that may have led to this occurrence. A dye study was performed on (B)(6) 2019 and aspiration was unsuccessful. The physician assigned the patient to have a catheter revision as soon as possible, dropped his pump dose to 1.6 mg/day, and deactivated his ptm (personal therapy manager). The surgical intervention was planned, but not yet scheduled. The issue was not resolved at the time of the report and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.